Manufacturer narrative:
Findings: pump passed operating current, error test, displacement test but an alarm occurred during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case reservoir tube window corner, battery cap broken and cracked battery tube threads.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. Customer states that the drive support cap was protruding. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.